Event description:
After lowering pt to comfortable drying position, the pt started pushing on belt and belt gave way at attachment point, causing pt to tumble out of chair. Pt suffered laceration to right temporal area, left calf sink tear, and two abrasions to right shoulder. One person involved.